Manufacturer narrative:
Device evaluation: the cartridge was not received for investigation the lens was received for evaluation. Visual inspection with the unaided eye shows the lens is cut in pieces, most probably to make removal and replacement possible. Considering the condition of the lens, additional analysis is not possible. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Additional concomitant product - platinum inserter serial number unknown/not provided. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
A report was received that a technician was struggling with a platinum cartridge and injector. A scratch was noted on the intraocular lens (iol) post insertion. The surgeon cut the lens and removed it from the eye. It was replaced with a back-up zkb00 iol. The wound was not enlarged and no sutures or other type of intervention was required. There was no injury to the patient.